Manufacturer narrative:
(B)(4)

Event description:
It was reported, "leaking at the insertion site only when flushing or infusing the proximal lumen (white lumen). Flushes free and clear, no resistance and aspiration. No similarities with staff or inserters. No increase in volume while leaking at the insertion site.". Additional information received on 02apr2026: "the catheter was indwelling for approximately 3-4 days. There was weeping from the leaking insertion site. The multi access catheter (mac) was removed and not replaced due to therapy has been completed.". There was no report of any patient injury or consequence. The patient's current condition was reported as "fine".